Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a no external power alarm on (B)(6) 2023 and had a low flow and pump off alarm on (B)(6) 2023. The team noted that the pump speed was at 0 rpm but the patient still had flows recorded. It was also noted that the patient was admitted on (B)(6) 2023 for an altered mental status and sepsis. Log file review was requested and technical services confirmed that a low voltage hazard event/no external power alarm was captured on (B)(6) 2023 at 04:06 due to both power cable leads being disconnected from the batteries when changing power sources from battery power to the mobile power unit (mpu). Another low voltage event was noted on (B)(6) 2023 at 21:12 from what appeared to be a total loss of power to the mpu. The emergency backup battery in the system controller was enabled until power was restored to the mpu. The event was brief with no interruption to pump support. It was also noted that a pump stop occurred on (B)(6) 2023 at 11:49 while using the mpu. The cause of the pump stop was possibly related to a high current event leading to a pump reset or short to shield. It was also noted that there were no recurrences since being on wall power following admission and there was no evidence of short to shield phenomenon. There was concern for excessive vasoplegia and dehydration, so the patient received fluids. The patient had symptoms of a fever, and the source of the infection was related to aspiration pneumonitis. The infection was treated with zosyn (piperacillin-tazobactam) and vancomycin which resolved the event. It was confirmed that the source of infection and patient symptoms were not device related and the patient was discharged on (B)(6) 2023. Related manufacturer reference number: 2916596-2023-07270 (mpu).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a pump stop event on 29sep2023; however, a specific cause for this finding could not be conclusively determined through this evaluation. No other notable events or alarms associated with the pump were captured. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until they ultimately expired on 30nov2023 (MFR # 2916596-2023-08541). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.